Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst indicated that sensing integrity counts went up to 739 (within 7 hours) along with non-sustained ventricular tachycardia (vt) and non-sustained high rate episodes as well as evidence of oversensing on 23 oct 2015. Analysis of the device memory also indicated the right ventricular lead integrity alert (lia). The analyst indicated that the lia warning occurred for increased sic count and 2 or more high rate-non sustained episodes less than 220ms on 23 oct 2015. Lastly, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that rv pace lead impedance was last recorded at 1425 ohms and later alerted for being greater than 3000 ohms on 23 oct 2015. Concomitant product: dtba1d1 crt-d implanted on (B)(6) 2014. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered for noise and elevated sensing integrity counts (sic) on the right ventricular (rv) lead. It was noted that the lead exhibited high pace/sense impedance and oversensing. A lead fracture was suspected. The lead was programmed off. At explant, it was reported that a perforation occurred in the superior vena cava (svc) or cavo-atrial junction. The rv lead was cut, partially removed and the remnant was capped. Due to the patients "deteriorating cardiac state," a chronic left ventricular (lv) lead was inserted into the existing device rv pace/sense port for temporary ventricular pacing. A newrv lead implant from the right side has been planned for a future date. Due to a pericardial effusion suffered during the rv lead extraction attempt, a subxyphoid incision was made and a drain implanted to relieve pericardial pressure and fluid. No further patient complications have been reported as a result of this event.